Manufacturer narrative:
(B)(4). Concomitant medical products: 00784803401, kinectiv neck taper, 62530578, 00877503602, bioloxâ® delta ceramic femoral head, 2875864. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02046.

Event description:
It was reported that the patient's left hip has been revised approximately one year post-implantation due to dislocation, pain, and metallosis. The liner, neck, and head were replaced with a constrained liner. During the most recent surgery, pieces of broken polyethylene were found in the tissue along with black tinged tissue and evidence of metallosis. The polyethylene appeared not to be from the poly liner that was removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample and operative notes were evaluated, and the reported event was confirmed. A continuum liner and a kinectiv neck were returned for evaluation. As returned, the locking features of the liner show damage. A bone screw remains in the spherical diameter (explant method). The neck is returned with damage to the conical taper, which was probably caused by extraction. Neither the conical taper nor elliptical taper show signs of metallosis. Revision operative notes show that the patient had a left hip revision due to unstable and recurrent dislocation. During the revision, 5 fragments of liner were removed. Metal staining was found. Head, liner and neck were removed. Stem and cup were found to be well fixed. No loosening and osteolysis was found. The surgeon mentioned the source for metallosis is not clear. However, he believe the instability was due to overall poor quality of the patient¿s tissues and secondary to the laxity of her tissues. New neck, head and liner were implanted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.